Manufacturer narrative:
Diasorin molecular llc received a complaint alleging false positive results on 2 patient samples when tested on the simplexa covid-19 direct assay that resulted positive twice, but resulted negative on a competitor assay, genexpert. Initial and repeat results of the 2 patient samples on the simplexa assay were provided as pictures. Sample ID (B)(6)initially resulted positive for both targets (s gene CT = 32.3, orf1ab CT = 31.9) and repeated positive for both targets(s gene CT= 32.3, orf1ab CT = 28.7). Sample ID (B)(6)initially resulted positive for both targets (s gene CT = 32, orf1ab CT = 30.3) and repeated positive for both targets (s gene CT = 31.4, orf1ab CT = 29.6). Data from the competitor assay (genexpert) was not provided, but the detection targets of the genexpert (e, n2) are different than the simplexa assay (s gene, orf1ab). The sensitivity and specificy of the competitor assay is not known. Batch record review showed the critical component, reaction mix mol4151 lot# x10758n, met all qc release criteria prior to kit release. A total of 35 no-template control (ntc) replicates were run and resulted in zero (0) occurrences of false positives in either s gene or orf1ab targets. No malfunctions occurred during qc release testing. This is the 1st complaint on mol4150 lot# x10757n for suspected false positive results. Retain testing was requested on (B)(6) 2021. Follow up report 7/2/21: retains were tested on (B)(6) 2021 with 14 ntc replicates and zero (0) false positives occurred in either target. No malfunctions occurred during retain testing. Issue unconfirmed. Potential causes for false positive results may be an instrument failure or error, an operator error, incorrect handling of reagents during testing or storage, or deviation from assay procedures outlined in the package insert. Without the customer's device or suspected false positive samples, it is not possible to determine a definitive root cause at this time.

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostics tests, per the conditions of authorization for this product, suspected false negatives and false positives will be reported under 21 cfr 803, as well as significant changes in expected performance characteristics. There has been no report of patient injury/death due to contribution of alleged false testing results in this event or others with this ivd; however, this is being reported conservatively in the case that if this alleged malfunction were to recur there is a non-remote potential for a patient to incur a serious injury/death. Diasorin molecular llc received a complaint alleging false positive results on 2 patient samples when tested on the simplexa covid-19 direct assay that resulted positive twice, but resulted negative on a competitor assay, genexpert. Although the false positive result was reported to a physician, the treatment was not impacted by the false result and no alleged harm occurred. Patient samples were nasopharyngeal sample collected with mwe swabs in sigma virocult media. Other than the patients' sample ids, no other patient information was provided.

Manufacturer narrative:
Diasorin molecular llc received a complaint alleging false positive results on 2 patient samples when tested on the simplexa covid-19 direct assay that resulted positive twice, but resulted negative on a competitor assay, genexpert. Initial and repeat results of the 2 patient samples on the simplexa assay were provided as pictures. Sample ID (B)(6) initially resulted positive for both targets (s gene CT = 32.3, orf1ab CT = 31.9) and repeated positive for both targets(s gene CT= 32.3, orf1ab CT = 28.7). Sample ID (B)(6) initially resulted positive for both targets (s gene CT = 32, orf1ab CT = 30.3) and repeated positive for both targets (s gene CT = 31.4, orf1ab CT = 29.6). Data from the competitor assay (genexpert) was not provided, but the detection targets of the genexpert (e, n2) are different than the simplexa assay (s gene, orf1ab). The sensitivity and specificity of the competitor assay is not known. Batch record review showed the critical component, reaction mix mol4151 lot# x10758n, met all qc release criteria prior to kit release. A total of 35 no-template control (ntc) replicates were run and resulted in zero (0) occurrences of false positives in either s gene or orf1ab targets. No malfunctions occurred during qc release testing. This is the 1st complaint on mol4150 lot# x10757n for suspected false positive results. Retain testing was requested on 5/6/21.

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostics tests, per the conditions of authorization for this product, suspected false negatives and false positives will be reported under 21 cfr 803, as well as significant changes in expected performance characteristics. There has been no report of patient injury/death due to contribution of alleged false testing results in this event or others with this ivd; however, this is being reported conservatively in the case that if this alleged malfunction were to recur there is a non-remote potential for a patient to incur a serious injury/death. Diasorin molecular llc received a complaint alleging false positive results on 2 patient samples when tested on the simplexa covid-19 direct assay that resulted positive twice, but resulted negative on a competitor assay, genexpert. Although the false positive result was reported to a physician, the treatment was not impacted by the false result and no alleged harm occurred. Patient samples were nasopharyngeal sample collected with mwe swabs in sigma virocult media. Other than the patients' sample ids, no other patient information was provided.